Event description:
In 2009, the patient reported he changed his insulin infusion headset at 6am this morning and about 10am he felt "light headed and disoriented." He tested his blood glucose twice and each time it was "hi" on his meter. His target blood glucose is 100 mg/dl. He said when he changed his infusion set, he discovered the headset cannula was bent "about 90 degrees halfway down the length." He said he changed his infusion set and treated his readings by bolusing insulin. Courtesy infusion sets and an infusion set insertion device were sent to the patient. On follow up with the patient 4 days later, he said his blood glucose returned to normal the same evening of the report. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.